Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse arrived on site and found that the nest pic was not enabled. The fse enabled the node in accordance to isi procedures and this resolved the issue. The system was tested and verified as ready for use. There was no image or video clip submitted for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. It was confirmed the procedure was completed on (B)(6) 2022 via system (B)(4). This complaint is considered a reportable event due to the following conclusion: the e-100 electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the vessel sealer (vs) instrument did not work when connected to an e-100 generator. The operating room (or) staff confirmed that the e-100 power button and connector led was white. The technical support engineer (tse) asked the or staff to cycle the circuit breaker on the e-100 generator. The issue persisted so the customer had the vs instrument connected to an erbe generator. The procedure was completed as planned with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.